Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device, or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, deflation during intercourse. The device was removed/replaced. Device returning. Additional info. Per tm (B)(6) 2020, " when the physician pulled the reservoir out, it had gotten twisted. His thoughts were that the tissue capsule growing around it caused it to not work properly. He guessed there isn¿t anything specifically wrong with the device."

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(4). Additional information indicated that a titan touch pump, two cylinders, a tubing segment, and a reservoir were received for evaluation. Examination and testing of the returned component revealed a separation in cylinder 2 at the cylinder bladder/base junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed a group of uniform striations in the reservoir inlet tubing, indicating contact with unshod instrumentation. Testing revealed this to not be a site of leakage. Microscopic evaluation revealed surface abrasion on all pump tubing and the inlet tubing segment, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump, tubing segment, cylinder 1 or reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all the pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to cause a separation at the cylinder 2 bladder/base. A separation of this type may then allow the loss of fluid, making the device inoperable. (B)(6) 2020 05:15 pm (gmt-6:00) added by usapb (B)(6) (B)(6): according to the available information the inflatable penile prosthesis was implanted on (B)(6) 2019 and removed/replaced on (B)(6) 2020 due to deflation during intercourse. Additional information received from the territory manager indicated: ¿when the physician pulled the reservoir out, it had gotten twisted. His thoughts were that the tissue capsule growing around it caused it to not work properly. He guessed there isn¿t anything specifically wrong with the device.¿ the device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of capsular formation quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no non-conformances for this lot. No capas are associated with this lot.